Manufacturer narrative:
Continuation of d10: product ID: evfxplus-29, (serial: (B)(6)); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure, the deliv sys d-evolutfx-2329 delivery system was unable to advance over the ascending aorta, which resulted in a longer procedure time. The delivery system and guidewire had to be removed from the patient, and a non-medtronic valve was implanted instead. The patient was alive with no injury.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system was received with a valve loaded within the capsule. The device was received with the handle and capsule fully closed. Delamination was observed over the nitinol reinforcing frame of the capsule. The capsule appeared to be slightly flared. Deformation was observed on the nosecone. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. On retraction of the capsule via the rotation of the actuator, the returned valve was deployed with an infold noted. The device was received with the guidewire lodged in the wire lumen flush port. It was not possible to remove the guidewire. No other deformation evident to the remainder of the device. The reported event of unable to advance could not be confirmed through analysis. The reported event of inability to interact with guide wire could be confirmed through analysis. Updated data: d9. H3. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure, the deliv sys d-evolutfx-2329 delivery system was unable to advance over the ascending aorta, which resulted in a longer procedure time. The delivery system and guidewire had to be removed from the patient, and a non-medtronic valve was implanted instead. The patient was alive with no injury. Additional information was received that the issue occurred prior to deployment while trying to get the delivery catheter system (dcs) around the ascending aorta. An attempt was made to slightly open the capsule and recapture to see if this helped move the dcs around the arch and the capsule responded when the deployment knob was turned, but no valve deployment attempts or recaptures were performed. The non-medtronic guidewire could not be removed from the dcs. The patient's tortuous anatomy was a contributing factor to the issue.